Manufacturer narrative:
The reported high impedance was not confirmed. Analysis of the returned lead found no anomalies and it passed output resistance and continuity testing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number: 1627487-2019-08590 & 1627487-2019-08589. It was reported that the patient experienced ineffective therapy due to high impedance on two of their leads. As a result, surgical intervention was taken to explant the drg system and replace it with a scs system. Issue has been resolved. Note: it is unknown which leads are liable, as such all are being reported.